Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived they received a result of 50 mg/dl on their unk blood glucose meter. The consumer was treated in her home. The event was reported by the consumer's daughter and no further troubleshooting results and info was obtained. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.